Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device did not power on. Complainant indicated that there were no adverse effects to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive debugging and final testing without duplicating the report. An internal inspection resulted in no findings. The device was recertified and returned to the customer. Review of the device logs showed no evidence of a device malfunction. No trend is associated with reports of this type.